Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had software error detected alarm four times that it did happen in two weeks. Every time that she had the error it has different things. Customer was unable to successfully clear the alarm. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will be returned for analysis.